Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio iq) read inaccurately erratic. The reporter was unable to give exact values. The tests were performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.